Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. The complaint device was received and evaluated. Visual observations revealed that the threads on the distal tip of the anchor are deformed, confirming this complaint. Additionally, the suture is severed and the suture bridge is missing. This effect has been typically observed due to excessive tension being placed on the sutures during anchor deployment which is consistent with the observed failure on this complaint anchor. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during a rotator cuff repair that the surgeon threaded six sutures through the nose of their healix advance knotless peek anchor breaking it apart. The surgeon completed the procedure with another like anchor with no patient consequences or delays.